Event description:
It was reported that the lead had an insulation problem and that the lead impedance was out of range. Oversensing also was reported. The lead was replaced. No patient complications have been reported as a result of this event.